Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: the keypad cover is intact. All buttons were responsive during investigation. Removed cover; no evidence of contamination under contacts. Investigators were unable to duplicate complaint of under responsive ok button. There was evidence of moisture behind display lens and in battery compartment. A leak test failed due to battery compartment leak. Opened pump; evidence of moisture on main pcb/keypad flex/connector. Unable to attach download files due to inability to maintain connection during download. Battery compartment crack at the threads to the left of the bumper and at case seal below the bumper. Crack between case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.